Event description:
The customer received an evening blood glucose reading of 135mg/dl on the contour next ez. The following morning she was not conscious and her husband had to give her an injection of glucose. This happened the previous day also. Paramedics were not called and she did not go to the hospital. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.